Event description:
"Low blood sugar", concerns a boy treated with a novopen junior insulin delivery device from 2004 and ongoing for type I diabetes mellitus. In aug-2005, the boy experienced a low blood glucose level (level unk). The woman reported that she attempted to treat the event with juice, but the boy vomited so she contacted the paramedics. The boy was transported to the hosp and was administered 5% dextrose in water intravenously. He was monitored in the emergency room for several hours and discharged that same day when the event resolved. The woman reported the boy did not have any changes in his diet, activity level, concomitant medications or health status prior to or during the event. Reportedly, an air shot and a function check was performed prior to each injection. Furthemore, it is stated that the disposable needles (brand not specified) were not re-used. The pt recovered completel from the event. No further information concerning the pt or the event is available at this time, but additional information has been requested. The women stated that she would not return the device for testing.